Event description:
It was reported that a balloon rupture occurred. The patient presented with in-stent stenosis of the cephalic vein. An 8.0 mm x 80 mm, 75 cm gladiator elite balloon catheter was inflated to 17 atmospheres on three inflations, during which balloon rupture occurred. The balloon was removed from the patient, and imaging confirmed no vessel injury. The lesion was treated with an 8.0 mm x 40 mm non-boston scientific balloon catheter, and the procedure was completed. No patient complications were reported as a result of this event.